Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for trochanteric fracture. 4 ml of cement was used in the surgery. The surgery was completed normally and successfully with no surgical delay. On (B)(6) 2023, the patient complained of feeling sick and did not eat dinner much, so a blood test was performed on the morning of (B)(6) 2023. The blood test showed blood glucose level of 30 and decreased liver function. Since the direct cause of the event was not known, the patient had no pre-existing liver disease, and the aforementioned symptoms occurred after the surgery, the surgeon assumes that, although unlikely, the use of cement may have caused this event. No further information is available. This report is for one (1) traumacem v+ bone cement injectable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Part# 07.702.040s; lot # 2h53530; manufacturing site: werk selzach logistik; release to warehouse date:(B)(6) 2022; supplier: (B)(4); expiration date: (B)(6) 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.